Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a1; b4; b5; b7; d2; e1; g1; g3; g6; h1; h2; h3; h6. Tibial plate was not returned, but intra operative picture of the implanted tibial plate shows wear (micro motion) consistent with usage. Primary notes suggest no intra operative complication. Revision notes states that patient was revised due to pain, swelling, synovitis. During the surgery, wear was seen underside of articular surface with some micro marking on the tibial component too. However, the tibial component was well fixed and was not explanted. Review of the device history record identified no deviations or anomalies during manufacturing. Root cause cannot be determined. This complaint is confirmed via operative notes and photographs provided. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a1; b4; b5; d2; g1; g3; g6; h1; h2; h10 d10: item# 00597206532; lot# 65270022 item# 00596403210; lot# 65038731 item# 00576401552; lot# 65022207 if any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a revision approximately two (2) years and six (6) months post-implantation where only the patella and articular surface components were replaced. The physician suspected backside wear of the articular surface and tibia to be the cause. The patella also showed radiographic signs of bone lysis, so the surgeon wanted to replace it. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 00597206532; lot# 65270022 item# 00596403210; lot# 65038731 customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.